Event description:
It was reported by dealer that the fork will not stay up in the frame because the head tube is stripped. Checking with tech to see what would cause the issue with the head tube being stripped. Dealer states the consumer does pop a wheelie to lift the front of chair to go over thresholds.